Event description:
A medtronic representative reported that the site had notified him that they were doing a registration with touch-n-go in mach cranial and the registration was flipped left/right. The surgeon then used a pointmerge registration and the case was continued with no impact on patient outcome.

Manufacturer narrative:
The patient exams were returned for evaluation and the software investigation is currently in progress.